Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that there was a line going across the display of the patient's blood glucose monitor. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.